Event description:
Complainant alleged that during biomed testing the device self charges and also does not charge to set energy. The complainant indicated that there was no pt involvement in the reported malfunction. The complainant indicated that the device would not be returned to zoll medical for further evaluation.